Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# j0546513v, implanted: (B)(6) 2005, product type: lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
The consumer reported that she was having a burning sensation at the implant site that was not constant but intermittently appeared. The patient also noticed when she laid down on her side; there was an increase in stim that caused her toes to flutter so she turned stim down. The patient had an ultrasound performed on (B)(6) 2015 and she had to drink a lot of water. She noticed she was not emptying so she turned stim back up and it had not been too high yet again. The patient had a baby in 2014 and she had constipation issues since then. Stim was uncomfortable on (B)(6) 2015. The patient was indicated for urinary dysfunction/ sacral nerve stim. There was no further information provided. If additional information is received, a follow up report will be sent.